Event description:
It was reported prior to hip arthroplasty on (B)(6) 2012 surgeon opened the e1 liner and discovered a burr on the product. The product was not used for the procedure.

Manufacturer narrative:
The complaint was confirmed in product evaluation. This complaints appears to be an isolated event. Majority of this lot has been implanted successfully.